Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: additional review of the event and all information received resulted in awareness of need to add codes for the additional information received that was previously reported. Codes were updated to reflect current device status and adverse event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 updated product analysis #837859549, equipment used: video inspection system (m-85519), ruler (m-83361), in-house 0.026" mandrel drawing(s) referenced: (B)(4) rev. F as found condition: the phenom 27 catheter was returned inside the outer carton, bio-hazard bag, and shipping box. Visual inspection/damage location details: the catheter tip, marker, and body were examined; no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Conclusion: there was no complaint against the phenom 27 catheter, and no issues were found with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the any medical/surgical intervention, hospitalization that was performed with the associated dates include, the patient underwent decompressive craniectomy on the night of (B)(6). The patient currently is symptomatic and in the neurological intensive care unit with diffused cerebral edema maintained on the therapeutic hypothermia and has a poor prognosis with high risk of mortality. There is no plan to treat the aneurysm yet. The pipeline was not placed in a vessel bend when it failed to open, it was deployed at a straight segment. The cause of the pipeline's failure to open was not determined. The cause of the bleeding/subarachnoid hemorrhage was determined by the parent artery perforation at the distal end of the pipeline braid. The cause of the anisocoria and coma were due to the subarachnoid hemorrhage. All the information has been confirmed/provided by the physician. The medtronic field rep currently has possession of the device and will follow up later when the device has been placed in the mail.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent 4.75mm x 16mm model number: ped2-475-16 lot number: d067325. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of a pipeline flex with shield technology stent did not open. Resheathing was performed 3 times to open the stent but bleeding was observed at the distal end of the stent. The pipeline was resheathed and removed from the patient with the phenom 27 microcatheter, and they were replaced by a hyperglide balloon to stop the bleeding. The patient experienced subarachnoid hemorrhage, presented with anisocoria, and was in a coma. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, left internal carotid artery (ica) aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone arterial diameter was 4.15 mm distally and 4.99 mm proximally. It was noted the patient's vessel tortuosity was severe. Left ica arterial access vessel diameter was 5.0 mm. It is unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported bleeding stopped. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Less than 50% of the pipeline had been deployed when it failed to open, it was resheathed more than 2 times, and there were no additional steps or other devices required to open the pipeline. Ancillary devices included phenom 27 microcatheter.